Event description:
It was reported that a patient experienced an increased intraocular pressure (iop) from ophthalmic viscosurgical device (ovd). It was noted that medication was prescribed. There was no surgical intervention required. Daily activities was significantly affected. Vision pre-operative: 6/18 and vision post-operative: 6/18. No other information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate date is between 2/12/2021-5/2/2021. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.